Event description:
The reporter indicated that a vns pt had undergone generator explant surgery a month after implant, due to a methicillin-resistant staphylococcus aureus (mrsa) infection. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.